Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion code due to a prolonged magnet application. Review of device data by engineers have confirmed that the battery has since recovered. The s-ICD remains implanted and in service. No adverse patient effects were reported.